Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will power up for a few seconds and shut down. There was no report of patient involvement.

Event description:
The customer reported the device will power up for a few seconds and shut down. There was no report of patient involvement/ adverse patient impact.